Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would be delayed in responding to presses. Customer was eventually able to interact with the pump. The customer's blood glucose was in the 300 (mg/dl) range. The customer would continue to use the pump for insulin therapy.